Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using two proglide devices after a closure procedure. Reportedly, the physician opened both proglide devices and observed a sheath separation upon removal from the packaging. The devices were not used and there was no patient interaction. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material separation could not be determined. Factors for material separation of the sheath include but are not limited to damage during shipping or excessive force while handling the device. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.